Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the drawers were not detected on the bus. A field service engineer (fse) reseated all connections at the rear of drawer 3 and removed all cubies to clear out accumulated debris. A successful hardware test application (hta) test was run, and a preventive inspection process was completed to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire station was not detected and drawers were failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.